Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced fluctuating blood glucose associated with meal announcements on the ilet, with concerns that incorrect meal type selection or nonstandard use of meal announcements and target adjustments led to both low and high glucose events. Symptoms included hypoglycemia with a low of 49 mg/dl and hyperglycemia with a peak of 343 mg/dl. Outcomes included transient low and high glucose requiring oral glucose intake for lows; no hospitalization or ems use occurred. Investigation included customer interview, troubleshooting, and education, with recommendation to consider a factory reset and to defer carbohydrate ratio and dietary guidance to the healthcare provider. Investigation of this case revealed user technique concerns, including use of meal announcements to address highs and ad hoc target changes, and potential misclassification of meal size. It was concluded that the event was related to use error with incorrect or inconsistent meal announcements and settings manipulation rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.